Event description:
Customer reported issues with the insulin pump. Customer states that she is very upset due to having high blood glucose readings. The blood glucose reading is 417 mg/dl. Customer may have to go to the emergency rood if she does not treat her high glucose readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.